Event description:
The patient's mother reported that a leaking pod led to a rise in blood glucose levels, reaching 523 mg/dl. The patient began experiencing vomiting and stomach pain and was taken to (B)(6) hospital. The pod was worn on the arm for approximately 4 to 24 hours. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous fluids and, according to the mother, likely insulin. The patient was discharged the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.